Event description:
It was reported that an overdischarge was confirmed. This was stated to be the 2nd overdischarge. No physician mode recharge (pmr) was performed. A shocking/jolting sensation was also reported. The patient wanted an explant and one was planned for (B)(6) 2015. The shocking sensation was noted to have occurred following a fall. The implantable neurostimulator (ins) was not used after this occurred. The device had not been checked since 2011. A trickle charge was suggested but the patient wanted it to be explanted. He would not use it even if a successful pmr was performed. The patient also experienced less than 50% therapy relief. Follow-up determined that the device could not be interrogated and impedances could not be checked due to the overdischarge. The cause of the shocking was not determined. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).